Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the spring tip at the distal end was found stretched with the core wire broken. Additionally, the solder weld is missing. Microscopic inspection revealed that the spring tip was stretched with the core wire broken and solder weld missing confirmed. Dimensional inspection revealed that the components were within specification.

Event description:
It was reported that the rotawire was entangled with the peripheral tissue of the lesion. The target lesion was located in the severely calcified coronary artery. A 330cm rotawire was selected for use. During procedure, an 8f mach 1 guide catheter was engaged from the right femoral artery to the ostium of the left coronary artery and the lesion was crossed with a non boston scientific guidewire and microcatheter and then replaced with the rotawire. Then, speed was set to 180,000rpm and 17 times in total ablation were done using a 2.0mm rotapro and the lesion was viewed with intravascular ultrasound. Size was then increased to a 2.25mm rotapro and speed was set to 180, 000rpm/ however, it was noted that the physician felt the rotawire was entangled with the peripheral tissue of the lesion based on the contrast and hand sensation. The non boston scientific microcatheter was placed over the rotawire and removed it from the patient. When checked outside patient's body, it was found that the tip coil part was stretched. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the missing solder weld observed on analysis did not remain inside patient's body as per angiography. The patient's current condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the spring tip at the distal end was found stretched with the core wire broken. Additionally, the solder weld is missing. Microscopic inspection revealed that the spring tip was stretched with the core wire broken and solder weld missing confirmed. Dimensional inspection revealed that the components were within specification.

Event description:
It was reported that the rotawire was entangled with the peripheral tissue of the lesion. The target lesion was located in the severely calcified coronary artery. A 330cm rotawire was selected for use. During procedure, an 8f mach 1 guide catheter was engaged from the right femoral artery to the ostium of the left coronary artery and the lesion was crossed with a non boston scientific guidewire and microcatheter and then replaced with the rotawire. Then, speed was set to 180,000rpm and 17 times in total ablation were done using a 2.0mm rotapro and the lesion was viewed with intravascular ultrasound. Size was then increased to a 2.25mm rotapro and speed was set to 180, 000rpm/ however, it was noted that the physician felt the rotawire was entangled with the peripheral tissue of the lesion based on the contrast and hand sensation. The non boston scientific microcatheter was placed over the rotawire and removed it from the patient. When checked outside patient's body, it was found that the tip coil part was stretched. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the rotawire was entangled with the peripheral tissue of the lesion. The target lesion was located in the severely calcified coronary artery. A 330cm rotawire was selected for use. During procedure, an 8f mach 1 guide catheter was engaged from the right femoral artery to the ostium of the left coronary artery and the lesion was crossed with a non boston scientific guidewire and microcatheter and then replaced with the rotawire. Ablation was performed with a 2.0mm rotapro 17 times. This burr was removed and exchanged for a 2.25mm rotapro. During insertion, the physician felt the rotawire was entangled with the peripheral tissue of the lesion based on contrast injection and hand sensation. The non boston scientific microcatheter was placed over the rotawire and the wire was removed from the patient. When checked outside patient's body, it was found that the tip of the wire was stretched. The procedure was completed with another of same device. No patient complications were reported.